Manufacturer narrative:
The returned device was evaluated and the pod was received with the cannula deployed and needle retracted. The pink slide insert was visible through the top housing viewing window. Pod download data showed that it completed first and second priming, and the device ran 998 pulses. After investigation of the needle mechanism, no issues were found that would result in a needle mechanism failure. No issues were found in the needle mechanism that would result in a failure for the cannula to insert into the pod infusion site. Although no issues were found in the needle mechanism, the actual cause of the reported event of cannula unsure properly inserted could not be determined. Pod download data showed 0x68 (104) alarm generated, indicating occlusion during runtime (one or more pulses filtered in the last 15). Generation of the alarm stopped the delivery of insulin. No damages were observed on the fluid path and drive mechanism components that would contribute to the occlusion alarm. The actual cause of the occlusion alarm generation could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient had activated a pod and placed it at the infusion site the cannula had not properly inserted. In addition it was discovered that the pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. As treatment, the patient applied a new pod.